Manufacturer narrative:
PMA/510(k) #: p050006.

Event description:
It was reported the physician selected a 32mm gore® cardioform asd occluder to close an balloon flows top sizing technique atrial septal defect balloon sized to 18-19mm. A 32mm gore® cardioform asd occluder was advanced and deployed. When the physician performed a push-pull test to confirm device stability, the occluder pulled through the defect. The device was removed and a 37mm gore® cardioform asd occluder was attempted; however, the device was too large for the patient's anatomy to accommodate. The device was removed and the physician opted for surgical closure. At this point the patient suffered a massive stroke. The clot appeared to have come out of the 37mm gore® cardioform asd occluder delivery catheter.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list stroke as a potential clinical and device adverse event.